Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Us FDA MDR it was reported that the patient developed endocarditis and a systemic infection. It was noted by the physician that the left ventricular lead was difficult to extract. No further patient complications have been reported as a result of this event. Develop endocarditis with prepit.... ... .... ... Vest..... ... ICD lead. Extraction ... Option required tg starfix firmly attached and required ... Laser sheath(12f)within the ... Vein to remove ... (Unreadable) the dr also mentioned: as you say the may(main) point is to attempt to document the outcomes and let medtronic know as well. While it came out eventually without complications it was much more difficult than other lv leads. Having to use the laser in the lateral vein while clearly can get away with it is not ideal (this is the second time with starfix I have had to do it)